Event description:
This event was captured based on literature review. It was reported that a two-center retrospective study identified 154 consecutive patients with treatment of 157 bifurcation lesions who received xience v, xience prime or promus stent implants between october 2006 and october 2011. Of the 154 patients, clinical outcomes were investigated. Clinical outcomes were as follows: all-cause death 6 (3.9%); cardiac death 3 (2.2%); mi 8 (5.2%); periprocedural mi 8 (5.2%); follow-up mi 0 (0%); tvr 12 (7.8%); tlr 10 (6.4%); st (definite and probable) 0 (0%); tlr per bifurcation 10/157 (6.4%). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event and date of implant are estimated there was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The promus rx and xience v devices referenced are being filed under separate medwatch reports. The additional patient effects referenced are being filed under separate medwatch reports.